Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was requested.

Event description:
It was reported that the patient had been suffering from depression and attempted suicide by overdosing on sleeping pills and bolusing too much insulin with his infusion device. The patient's family found him and he was treated at the hospital. There was no allegation of product malfunction and his use of the infusion device is now under strict supervision. No product has been requested to be returned for product evaluation.